Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Foreign - (B)(6).

Event description:
It reported that plastic surgeon was putting skin graft through mesher when graft became stuck and cutter sliced graft in 2 up the middle. Subsequently this caused no patient harm and there was a delay of 16-30 mins. The graft harvest was able to be used. No additional unplanned graft harvest was required from the patient. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the plastic surgeon was putting a skin graft through the mesher when the graft became stuck and the cutter sliced the graft in two up the middle. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was june 12, 2018 where it was reported that the ratchet was no longer working when turning the handle and the left side plate, right side plate, bottom roller, bearings, washers, shoulder bolts, cap nuts, roller gear, and comb were replaced. This is not a related issue. The device history record (DHR) of skin graft mesher skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet australia on august 20, 2018 revealed that the calibration was out of specifications but the device still produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample graft. Repair of the skin graft mesher was performed by zimmer biomet australia on august 20, 2018 which included recalibrating the device and lubricating the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during product review by zimmer biomet australia revealed that the calibration was out of specifications but the device still produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample graft. The root cause of the device having issues opening and putting the roller into the device could not be specifically determined with the provided information. During product review by zimmer biomet australia revealed that the calibration was out of specifications but the device still produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample graft. It is unknown how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.